Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking from around the cassette location. This occurred during set up for peritoneal dialysis therapy. The patient was not connected at the time of this event. During setup for pd therapy, the customer observed that the area around the cassette door was wet. Renal therapy services assisted the customer with troubleshooting and continuous ambulatory peritoneal dialysis was discussed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.